Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the introducer needle detached from the applicator. The sensor was inserted into the upper buttocks on (B)(6) 2017. No additional patient or event information is available.